Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to erosion in perineum exposing the cuff, the patient had his artificial urinary sphincter (aus) removed. The erosion caused an open wound and patient discomfort as a result. The patient outcome following this surgery was good. The previous aus was implanted in 2017. Should additional information be received, a supplemental report will be filed for the addition information.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to erosion in perineum exposing the cuff, the patient had his artificial urinary sphincter (aus) removed. The erosion caused an open wound and patient discomfort as a result. The patient outcome following this surgery was good. The previous aus was implanted in 2017. Should additional information be received a supplemental report will be filed for the addition information.